Event description:
It was reported that while using bd phoenix¿ ID broth, that 5 tubes contain impurities. This occurred with 5 tubes. No patient impact reported. The following information was provided by the initial reporter: "contains impurities."

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for contamination of phoenix ID broth tubes (246001) batch number 2312587 . The customer provided a photo of the affected tubes but did not return samples for the investigation. The photos show multiple tubes with batch numbers present but defect could not be confirmed from the photos. To investigate, retention samples of the complaint batch were manually and visually inspected for impurities. The inspection revealed no tubes with impurities, this complaint is not confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on batch 2312587. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary. H3 other text : see h.10.